Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 09, 2026, was filed inadvertently. The correct date received by manufacturer (g3) is december 15, 2025; not december 16, 2025, as previously reported. Per the clinic, the patient experienced an open wound and infection at the implant site, and subsequently was treated with IV antibiotics (specific date and duration not reported). During the explant surgery on (B)(6) 2025, the wound was repaired and the surgical site was irrigated with antibiotic solution.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.